Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a left tha had been performed on (B)(6) 2005, the patient had an infection. This event was addressed via revision surgery on (B)(6) 2018 to explant the cup, liner, head and stem. Patient health status is not known. This information was provided by the national joint registry of the (B)(6), following a review of the data conducted in (B)(6) 2021.

Manufacturer narrative:
H3, h6: a total of 84 revision surgeries involving bicon-plus devices was reported by the UK national jointregistry. 140 complaints were opened accordingly. A review of the device history record (DHR),of the complaint history (chr), of the instruction for use (IFU), of the risk management file (rmr)and of past escalation (per) was performed. No relevant supporting clinical information wasprovided. Based on insufficient information, a thorough clinical assessment cannot be performedat this time. The patient's current condition is unknown and the patient impact beyond thereported events could not be determined.based on the chr and DHR evaluation performed there is no indication that any failure to meetspecification contributed to the reported events. The reported failure modes are outlined in thedevice instruction for use lit no 12.23 03/21. The occurrence and severity of the reported issuesare in line with the risk plans. The root cause of the reported events was attributed to knowninherent risks of the devices. No corrective actions have been initiated.